Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (af) procedure one farawave 31 mm was selected for being used, the device was tested and when it when it was being positioned into the vein, it got an inverted spline, the device was undeployed and it was rotated into the sheath but this did not solve the issue, then the device was removed from the patient and the spline was placed back into the correct position, the device was tested again and it was positioned into the vein but the spline inversion occurred again, it was tried to undeploy the device and pull it back into the sheath but catheter was stuck outside of sheath. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.